Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted his bundle lead could not be screwed into the myocardium. The helix was found to be deformed when the lead was removed. A new lead was used to complete the implant. No patient complications have been reported as a result of this event.